Event description:
Tissue was aspirated into the barrel and a band was deployed. After band deployment, there was tissue still attached to the esophageal wall and was intertwined in the trigger cord. The scope was pulled back to try to dislodge the trigger cord from the mucosa but the string would not let go and ended up tearing the mucosa. An endo-clip was used to repair the torn mucosa. The procedure was stopped and the device was removed from the scope. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
There were no dt-6-5f devices of the lot number involved, c542729, in stock at the time of the complaint investigation. One dt-6-5f of lot number c542729 was returned for eval. The device returned showed no fault that could have caused the complaint issue. It was not possible to determine the root cause of this complaint as we are unable to replicate the conditions of use in the laboratory. The dt-6-5f is intended for endoscopic mucosal resection in the upper gastrointestinal tract. The warnings section of the instructions for use state that "failure to isolate the tissue to be biopsied or the pseudopolyp to be removed by pulling it away from mucosal wall may result in fulguration of normal mucosa and/or perforation". A review of the mfg records for the dt-6-5f device lot number c542729 revealed no discrepancies that could have caused the complaint issue. A review of the 2-year complaints history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. There were no adverse effects on the pt. Complaints of this nature will continue to be monitored for potential emerging trends.